Manufacturer narrative:
Concomitant products: 4076 lead, implanted (B)(6) 2004. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an implantable cardioverter defibrillator (ICD) failure; the problem was noted to be battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.